Event description:
This is filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with flail. The clip delivery system (cds) was prepared per the instructions for use. After the cds device was inserted into the patient, it was noticed in the left atrium that one of the grippers did not go down. The physician cycled through device and the gripper still did not lower. The cds device was removed and replaced. Two clips were implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.